Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a ruby coil detachment handle (handle). During the procedure, the handle was not consistently detaching ruby coils and the physician needed to actuate the handle multiple times in order to detach each ruby coil. After deploying and detaching two ruby coils in the target vessel, the physician decided to change the handle. The procedure was therefore completed using a new handle, three additional ruby coils, and the same lantern delivery microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: there was no visible damage to the ruby coil detachment handle (handle). Conclusions: evaluation of the returned handle revealed it could detach a demonstration ruby coil without issue upon its first actuation. The root cause of this complaint could not be determined. Penumbra handles are visually and functionally inspected during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.